Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip got red hot and started smoking without being turned on. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25147213, 25147275, 25147073; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded for lot# 25147213 and lot#25147275. There was one ncmr reported for lot#25147073, however it is not related to the reported event. The device was discarded.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip got red hot and started smoking without being turned on. No patient involvement.